Event description:
Reporting rationale: malfunction. Reporting status: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was in the distal rca with moderate calcification and 99% stenosis. The first pre-dilitation was performed with another company's balloon, and the rx voyager was engaged next. The first inflation of the rx voyager was at 8 atm. During the second inflation of 12 atm the balloon had a pinhole rupture. It was replaced by another company's balloon and the procedure was completed with implanting another company's 2.5 x 18 mm stent. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, materials, interactions with other devices, patient anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. In this incident it was reported that the lesion was moderately calcified, which could have contributed to mechanically damaging the surface of the balloon such that upon inflation it ruptured. No adverse pt effects were observed as a result of the balloon rupture. Without a returned device for analysis, a root cause for the balloon rupture cannot be determined.